Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer woke up to their pump being shattered. Customer is unable to read or interact with the touch screen due to the shatter. Customer's blood glucose was 190 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.